Event description:
The customer reported that a ventilator failed the power on self test (post) air valve liftoff failure during testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and philips remote service engineer (rse). The customer confirmed the reported issue. The rse advised the customer that the espirit ventilators went end of support in 2018 and provided part identification for the power supply and blower. Ultimately, the customer's facility decided to retired the device. No other anomalies were reported.